Manufacturer narrative:
H3: product analysis summary: visual and functional inspection revealed the balloon has been damaged. The damage is a slice/puncture in the lower portion of the balloon. This type of damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for a patient with diagnosis of primary osteoporosis and compression fracture. It was reported that ibt was ruptured. It was mentioned as ibt was pulled up during the deflation of the balloon, and it was caught in the external cylinder and rupture occurred. It was mentioned that, this issue was occurred during deflation of the balloon. It was mentioned that there was a delay of less than 60 minutes occurred as a result of this event and the product came in contact with patient. It was mentioned as 102psi was the pressure prior to rupture of the balloon and volume was not specified. It was unknown, that any fragments of the ruptured balloon was remained in patient or not. This event was occurred during the procedure of balloon kyphoplasty. It was mentioned that there was no health damage in patient was reported as a result of this event. There were no symptoms or complications to patient or physician were reported or anticipated. Additional information received on 2020-nov-24: it was reported that, when the balloon was removed after balloon inflation was completed, it was attempted to be removed in a state of not being deflated completely and so, the balloon was broken. As the inflation was completed, no new product was opened to perform it again. It was mentioned as only one unit was broken. There were no symptoms or complications to patient or physician were reported or anticipated.